Event description:
It was reported that the customer received an alarm. Customer believes that he forgot to bolus before bed. He woke up with symptoms of high blood glucose and took a bolus before attempting to change the infusion set. During troubleshooting customer stated the drive support cap is sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. The blood glucose level was 340mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.